Event description:
A caller reported an issue related to a time discrepancy on their pump, with the displayed time being incorrect by more than five minutes. There was no adverse impact on the customer's blood glucose level, as previous settings did not result in extreme blood glucose values. The customer received assistance from technical support to update the pump time and was advised to monitor the situation, with a follow-up if the discrepancy recurred.